Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for non- malignant pain. The pump contained an unknown brand of morphine with an unknown concentration and dose. It was reported that starting on (B)(6) 2017, the patient had swelling in the lumbar area where the catheter entered the spine. The patient was experiencing headaches. There were no environmental/external/patient factors that might have led or contributed to the issue. A dye study was done yesterday ((B)(6) 2017) and came back negative for any issues with the pump system. As of (B)(6) 2017, the health care provider (hcp) was undecided whether to explant or revise. The hcp believed there was a cerebrospinal fluid (csf) leak around the catheter. The issue was not resolved at the time of the report. No surgical intervention occurred, and it was unknown if surgical intervention was planned. The patient status at the time of the report was alive ¿ no injury. The patient¿s weight was unknown. No further patient complications were reported/anticipated.